Event description:
Healthcare professional reported unknown side "significant increase in breasts." Healthcare professional additionally reported "pain," "seroma," "stromal fibrosclerosis," and "undulating contours, with accommodating folds" against left side device. Device remains implanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Healthcare professional additionally reported capsular contracture, baker grade IV.

Event description:
Healthcare professional additionally reported capsular contracture, baker grade iii.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.